Event description:
Steris rec'd a complaint from the univ med ctr jin 2007, involving a hosp svc tech who was allegedly splashed in the eye and face with fluid while performing svc on a system 1 processor. The svc tech was reportedly employed by the svc div, biotronics, according to the biotronics mgr of sterilization, the svc tech, in preparation for replacement of the processor control board, was troubleshooting a leak. He was draining residual water form the processor's internal plumbing lines when water squirted out of the drain transition block. As reported, the fluid came out with enough pressure to splash the tech in the face, was green in color, and had a pungent odor. The tech went to the hosp ER for treatment. The tech rec'd treatment consistent with that recommended in the msds for steris 20, but further details were not provided about the treatment administered or the extent of injuries. Med ctr indicated that three days later, the tech's face was still red, but was "clearing up". According to med ctr, the svc tech disconnected the processor from the electrical power source while performing svc, but failed to shut off the incoming water supply as instructed in the steris maintenance manual. Despite repeated attempts by steris to contact the tech to obtain add'l facts (final call made 2/27/07) he could not be reached for comment.

Manufacturer narrative:
Steris is filing this MDR due to lack of specific info from a healthcare professional at the hosp regarding the specific nature, extent, and/or treatment of the reported injury.